Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device kept rebooting itself. A technical support specialist checked the logs and found that it was probably a battery failure problem. The customer confirmed that the issue was already resolved. The system functioned as intended after troubleshooting the device.

Event description:
It was reported that when using the pyxis medstation es system, repeatedly restarted itself whenever they attempted to retrieve medications. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.